Event description:
It was reported that during the implant procedure, dft testing was unsuccessful. The lead was not implanted and was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.